Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds one month post implant. Programming was changed to high output and the patient would be monitored.